Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via qualtrics survey that an unspecified malfunction occurred. The patient experienced an unknown sensor issue which occurred on an unspecified day after sensor insertion (sensor location unspecified). The patient reported having issues with the dexcom communicating with his previous tandem insulin pump, and with his now current omnipod 5 insulin pump. The specific error state was not specified. Due to issues with the sensor not communicating with the insulin pump, the patient stated that he was taken by ambulance to the hospital due to a low bg event. The patient was hospitalized overnight. However, no other event details were provided, including symptoms and treatment. Attempts to reach the patient for further event details were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 7/25/2024

Manufacturer narrative:
(B)(4). Product registration- correction. B5: describe event or problem - correction/additional information. D4 catalog no- correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.